Event description:
During a polypectomy, the physician used a cook endoscopy acusnare polypectomy snare. The acusnare did not connect to the active cord proper causing difficulty when performing the polypectomy. Another device was used to perform the procedure. A patient death or injury did not occur due to this observation. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. Although a patient death or injury did not occur, the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definite cause for the reported observation could not be determined. Prior to distribution, all acusnare polypectomy snares are subjected to visual inspection and functional test. The functional test includes verification of proper connection to the active cord. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.